Event description:
A (B)(6) patient's wife contacted zoll lifecor customer support to report numerous arrhythmia alarms. The patient was instructed to remove the belt from the monitor and insert again, however, the alarms continued. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (excessive arrhythmia alarms) has been confirmed. Upon inspection, the electrode belt was found to have a defective cable. The cable running from ECG "b" to the distribution node had intermittent signal issues on both channels. The root cause of the signal issues cannot be positively identified. Once the cable was replaced the device was fully functional and capable of performing a baseline and patient treatment sequence. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.